Event description:
The customer reported that his olympus high flow insufflation unit was not powering on during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac attempting some trouble-shooting options. As result of that trouble-shooting, it was discovered that a third party pendant was causing a connection issue. Once that was removed, the olympus subject device was functioning properly. The device is not scheduled to be returned as the issue was with a connected 3rd party accessory device. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Additional information was received from the field service engineer (fse), confirming that the emergency power supply (ups) was the cause of the reported issue, not the olympus device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the power cannot be turned on due to the problem with the ups pendant, a non-olympus device. There was no issue with the uhi-4 device, once disconnected from the pendant the device was working again. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.